Manufacturer narrative:
Date of submission 21-mar-2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned and evaluated by product analysis on 03/13/2018 with the following findings: black box and continuous glucose monitoring (cgm) history revealed call service 215 cgm failure warnings. A test transmitter was paired with the pump correctly. Blood glucose calibration of 120 mg/dl was accepted in both attempts within 2 hours. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No errors, alarms or warnings occurred during investigation. Investigation did not duplicate the complaint. There was no damage, defect or contamination of the pump¿s interior components, including the cgm module. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation and the returned battery cap had stripped threads.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a cgm (dex 090) issue. It was alleged that call service 215-65 alarm was emitted when the transmitter was in use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the interruption of the continuous glucose monitoring data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.